Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove" and "limited to short term use (maximum of 24 hours)." Bacitracin is considered a widely used over the counter ointment. However, it is unknown if bacitracin was used to prevent permanent damage. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. The irritation completely resolved, however, it is unknown if bacitracin was used to prevent serious injury. Therefore, an MDR is required.

Event description:
Or nurse contacted aspect rep regarding a case which occurred in 2007. The or nurse stated a male pt with delicate, sensitive skin underwent a lithotripsy procedure which last approx one hour. Upon removal of the quatro sensor, the skin under each of the four electrode sites was reddened and bleeding. Bacitracin ointment was applied to the pt's forehead. Upon seeing the pt two weeks later, the or nurse stated, the pt's forehead was covered in red blotchy, scaly areas due to having several lesions burned off due to sun damage, and it was impossible to determine where the bis electrode had previously left a red mark. The pt informed the or nurse the reddened marks completely resolved within one day.